Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing, and the trunk cable connector j702 on the distribution node pca was damaged. Additionally, the front therapy electrode cable was pulled from the strain relief, damaging wires in the cable and damaging the j703 connector on the distribution node pca. The root cause for the damage was excessive force. It is likely that the damage was induced when ems removed the lifevest from the patient. Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified, but it is likely that the damage was induced by an external defibrillation during ems/hospital resuscitation attempts. The damage to the electrode belt and monitor did not cause or contribute to an adverse event. The lifevest operated as designed and treated the vf arrhythmias.

Event description:
During investigation into a patient's passing, it was discovered that the patient's monitor and electrode belt were damaged. The lifevest operated as designed and properly treated the patient twice during runs of vf. Both treatments successfully converted the vf to a slower rhythm. The lifevest was then removed so that ems could care for the patient. The lifevest did not cause or contribute to the patient death. The damage to the patient's monitor and electrode belt did not cause or contribute to the event.